Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 493 mg/dl. The customer bolused for high blood glucose levels, but her blood glucose remained elevated. The customer then gave a manual injection, but she never changed the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.